Event description:
Additional information received from the consumer reported that the circumstance that led to the patient's therapy being turned off was that it happened in the first 24 hours of the device being in their body. The patient probably touched a control accidentally. The manufacturer representative had not called the patient, so they called the manufacturer. The patient's restlessness and return of frequency had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she must have touched a control by mistake, which was the circumstance leading to therapy being turned off.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. On (B)(6) 2016 the patient increased stimulation on program 2 to 0.25v and all afternoon they were restless and had a return of frequency symptoms. On the night of (B)(6) 2016 the patient went to the bathroom 15 times. The patient checked the implantable neurostimulator (ins) on (B)(6) 2016 and therapy was off and they didn't feel stimulation. The patient turned the therapy on and the situation was resolved. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.